Manufacturer narrative:
(B)(4) . The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line leaked. The patient found solution on the floor. This occurred during fill three of four of peritoneal dialysis therapy. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.